Manufacturer narrative:
It was reported that the patient developed a wound on the dorsal 2nd digit ipj. Patient was treated by a doctor in the doctor's office, no hospitalization or amputation. Both feet are forming calluses on dorsal ipj on digits 2-4. Patient was wearing or a few weeks. Wound into limited to the breakdown of skin. The custom insole was returned and investigated by a quality technician. The issue has not been confirmed as reported. The root cause could not be established.

Event description:
It was reported that the patient developed a wound on the dorsal 2nd digit ipj. Patient was treated by a doctor in the doctors office, no hospitalization or amputation. Both feet are forming calluses on dorsal ipj on digits 2-4. Patient was wearing or a few weeks. Wound into limited to the breakdown of skin.